Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data revealed amplitude pauses.

Event description:
It was reported that the patient was feeling small pauses. It was noted that the patient was very symptomatic with some of the pauses. The pauses seem to be non-conducted pac (premature atrial contraction) falling into pvarp (post-ventricular atrial refractory period). The device was reprogrammed and remains in use. It was also noted that the physician is planning on putting the patient on a beta-blocker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407658 implantable pacing lead - implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.